Manufacturer narrative:
Product investigation is in progress.

Event description:
Finding excess string, inside my body as well- vagina [foreign body in reproductive tract]. Finding excess string, sometimes it falls off..it's in my underwear..like someone cut off four centimeters of string [device breakage]. Case narrative: consumer reported via phone that she is finding excess string. No serious injury reported.

Event description:
Finding excess string, inside my body as well- vagina [foreign body in reproductive tract] finding excess string, sometimes it falls off..it's in my underwear..like someone cut off four centimeters of string [device breakage] case narrative: consumer reported via phone that she is finding excess string. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Finding excess string, inside my body as well- vagina [foreign body in reproductive tract] finding excess string, sometimes it falls off..it's in my underwear..like someone cut off four centimeters of string [device breakage]. Case narrative: consumer reported via phone that she is finding excess string. No serious injury reported.